Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
Customer reported that during pre-use check they noted that what seemed to be an excessive amount of helium was missing from the tank. They suspected a helium leak. There was no patient involvement, and no adverse event reported.

Event description:
Customer reported that during pre-use check they noted that what seemed to be an excessive amount of helium was missing from the tank. They suspected a helium leak. There was no patient involvement, and no adverse event reported.